Event description:
The customer reported that erroneous elevated cardiac troponin (accutni) patient results, within the risk stratification range of the assay, were generated on an access 2 immunoassay system for two patients. The initial, erroneous accutni results were reported out of the laboratory. The affect to the patients is currently unknown. Beckman coulter inc. Assessment of customer supplied patient data indicated that upon repeat testing on the same instrument, as well as initial and repeat testing on an alternate instrument, the accutni results for both patients were lower, within the normal reference range of the assay, and regarded as valid. A corrected report was issued. Beckman coulter inc. Assessment of customer supplied instrument/assay performance data indicated that all four levels of troponin quality control (qc) results recovered within established ranges during the timeframe of the event. The assay calibration curve generated prior to the event was accepted as passing and had acceptable percent coefficients of variation. A system check performed prior to the event met instrument specifications. The plasma samples were collected via vacutainer into lithium heparin tubes and tested within nineteen minutes of collection. The samples were normal in appearance with no visible irregularities and were centrifuged at room temperature prior to testing. The patient samples were re-centrifuged between initial and repeat tests on both instruments. Other patient results were provided by the customer but were not questioned as part of this event.

Manufacturer narrative:
Service was dispatched to the site for this event. Service found no instrument issues a cause for this event cannot be determined from the information provided.